Manufacturer narrative:
Testing performed indicated that the configuration in the monitor is set to a short yellow alarm, but the customer is not happy with is because a short yellow alarm just beeps and then stops. The product support engineer confirmed that this is normal behavior for the intellivue device. The device was confirmed to be operating per specifications and as outlined in the intellivue IFU: the ECG hr alarms are configured to ¿short yellow¿ and with arrhythmia analysis activated, these specific yellow hr alarms are kind of ¿self-silencing¿. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm for 'pacer not capturing' was visible as a short audible yellow alarm only on the intellivue mx750 patient monitor and was therefore missed by the user. The device was in use monitoring a patient at the time of the reported event. The patient went into cardiac arrest, but was successfully resuscitated.